Event description:
Complainant alleged that while attempting to treat a pt. The multifunction cable connector tabs became damaged during disconnection and reconnection of the onestep electrode pads. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.